Manufacturer narrative:
The calcium reagent lot number was provided as 694033. The reagent expiration date was requested, but not provided. The e1 email address was provided as (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 (calcium) on a cobas 8000 c 702 module. The sample initially resulted in a calcium value of 6.20 mg/dl. The customer repeated the sample since it recovered outside of a repeat limit that they had set up in the system software. The sample repeated with a value of 4.82 mg/dl. The 6.20 value was deemed correct since it matched the patient's history.

Manufacturer narrative:
The last calibration performed on (B)(6)2023 was ok. Quality controls recovered within range. Upon review of the alarm trace, no relevant alarms were observed. The field service engineer found a leaking rinse mechanism. Damaged tubing was replaced. The main pump and gear pump pressures were adjusted. Precision studies and controls were run without issues. The investigation determined the service actions resolved the issue.